Manufacturer narrative:
(B)(4). Additional information was received from a nurse. On an unknown date subsequent to patient's hospitalization, pd therapy was stopped and hemodialysis therapy was initiated. On an unreported date, the patient had a bowel rupture which resulted in bacterial peritonitis on (B)(6) 2012. The pd nurse indicated the cause of the bowel rupture was related to a colonoscopy that was performed on an unknown date in (B)(6) 2012 and was unrelated to peritoneal dialysis, a baxter device, disposables, or solutions. On (B)(6) 2012, the patient had a hole in his colon and was hospitalized on the same day for the event. Treatment was not reported. The hole in colon was considered to be a manifestation of the bowel rupture. The patient remained hospitalized. The patient was recovering from the bowel rupture. The cause of peritonitis was a bowel rupture. Therefore, this event is no longer considered related to baxter products and no further investigation will be performed. This medwatch is now considered a duplicate to master medwatch report #1416980-2012-05249.

Manufacturer narrative:
(B)(4) this is report 3 of 3 involved in this peritonitis incident. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. A batch review was conducted for the potentially associated lot number h12d27068 and h12h21039. No exceptions were observed that were related to the reported condition.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information from a nurse in the USA of peritonitis in a patient coincident with dianeal therapies for peritoneal dialysis (pd). Dianeal therapies were ongoing. During a call with baxter customer services, the following was reported. On (B)(6) 2012, the patient experienced peritonitis. On (B)(6) 2012, the patient was hospitalized for the event. Treatment was not reported. The patient was recovering from this peritonitis event.